Manufacturer narrative:
Lot number and device manufacture date: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number and manufacture date was unknown. The device the lot number was identified as j263107395. The device manufacture date has been updated as aug 5, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The lot number was unknown; therefore, the device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the match stick burr device looked dirty when it was taken out from the sterile package. It was reported that the dirty device was placed in water and the water also became dirty. It was reported that the sterile package was not damaged. There was a five minute delay in the procedure. It was reported that a spare device was used instead. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.